Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 05/29/2020. ¿a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.¿ additional b5 narrative: the procedure was completed successfully. There were no fragments generated. Additional h-3 summary: it was reported breakage suture. One needle-suture inside a labeled winding former of product was returned. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Two sealed box with twelve unopened samples each and twenty-four unopened samples of product were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Events were submitted via 2210968-2020-03422 and 2210968-2020-03423.